Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles. In a separate visit the lens was exchanged for a shorter length and the problem was resolved.

Manufacturer narrative:
H3- device evaluation is not required. H6-clinical code. 4581: significant reduction in iridocorneal angles secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).